Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power adapter be returned for evaluation. The product evaluation confirmed the customer reported problem damaged transformer prong. The product evaluation also revealed the transformer housing was cracked open, exposing inner electrical circuitry, which is a safety risk. Evaluation summary: a visual examination of the power supply revealed damaged prongs and the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.60 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire, and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 54.90 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported the power adapter prong is damaged. During the product evaluation on 04/08/2014, the technician found a breached transformer housing which is a safety risk.